Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported patient's equipment requests evaluation of the access because during removal of the catheter from the patient's arm it showed resistance, I go in for evaluation, catheter with 15 cm internalized, 10 ml syringe attached and I aspirate to test venous return, and I observe air entering the syringe. I try to flush the catheter and notice a fracture at the junction with the fastening butterfly. Nurse says that the catheter was ready and was not leaking during chemotherapy. She also says that during its use (from (B)(6) 2023) unblocking maneuvers were carried out during chemotherapy because it had already been filled; the intensive care technician did not know about the obstructions. No other information was provided.